Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they underwent pump exchange on (B)(6)2021 (refer to MFR#2916596-2021-02768). The patient had a further anemia events on (B)(6) 2019 (refer to MFR#2916596-2021-03027), (B)(6) 2020 (refer to #mfr2916596-2021-03035) and (B)(6) 2021 (refer to MFR# 2916596-2021-03035). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 20sep2016. The heartmate ii left ventricular assist system (lvas), instruction for use (IFU) is currently available. Section 1 entitled "introduction" lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's weight was estimated from most recent figure provided. The patient's other admissions for anemia/bleeding are referenced in MFR numbers 2916596-2021-03013, 2916596-2021-03023, 2916596-2021-03026, 2916596-2021-03027, 2916596-2021-03032, 2916596-2021-03034, 2916596-2021-03035, 2916596-2021-03036. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2018 for anemia. Gastrointestinal unit was consulted and red blood cells were tagged for nuclear medical (nm) scan. The patient was discharged 06aug after blood transfusion.